Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of the minicap transfer set. This occurred during a first flush. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to g4, h3, h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted the female connector separating from the main body of the twist clamp. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, the insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.